Event description:
During evaluation of a returned video of a large volume infusor, it was observed that there was a damaged white luer body. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured from may 20, 2021 ¿ may 21, 2021. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed to the video sample which showed a damaged white luer body. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.